Manufacturer narrative:
The complaint device was received and evaluated. Upon receipt, the device was given a thorough visual and functional examination. The 1st portion of the examination was visual: this visual is performed as a matter of course to discern if the device has any obvious physical damage, something that may or could have been a factor in contributing to the reported event; it is noted that the device was received in good physical condition, no damage and no anomalies noted. The 2nd portion of the examination is the functional and electrical testing: a battery of test were performed to assess the device's operational status. Functionally and electronically, the device performed well within its design and manufactured parameters; the unit passed all diagnostic tests, functional tests, and is fully operational, no fault or performance anomaly could be found with the fms pump. The root or underlying cause for the reported event is not attributable to the fms pump, but lies elsewhere. At this point in time, no further action is warranted; however, this file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
Our affiliate is reporting to us that during an arthroscopic knee procedure with the use of an fms fluid management system on a (B)(6) patient, there were some fluid management issues. It is noted that the equipment was properly set up and usage protocols were met; however, upon introducing fluid into the joint, the surgeon noted that the knee became swollen rapidly. Somehow the patient relieved the pressure (not known how at this time). The day set was replaced, however, the staff was not satisfied that the pump was reading the correct pressure, so they resorted to gravity to complete the procedure. The affiliate representative visited the facility the next day, (B)(6), to perform a cursory examination of the fms device, their efforts were inconclusive. The device is to be sent to a service center for a full testing and evaluation. At this point in time, this is all of the information provided to mitek.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.

Event description:
Our affiliate is reporting to us that during an arthroscopic knee procedure with the use of an fms fluid management system on a (B)(6) patient, there were some fluid management issues. It is reported by the facility that the equipment was properly set up and usage protocols were met; however, upon introducing fluid into the joint the surgeon noted that the knee became swollen rapidly; it is not known if any intervention was needed or how the swelling was relieved. The day set tubing was replaced, however, the staff was not satisfied that the pump was reading the correct pressure, so they resorted to gravity to complete the procedure. The affiliate representative visited the facility the next day, (B)(6), to perform a cursory examination of the fms device, their efforts were inconclusive. The device is to be sent to a service center for a full testing and evaluation. At this point in time this is all of the information provided to mitek.